Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was feeling discomfort at the ipg site causing skin to turn black, and blue. Surgical intervention was undertaken on (B)(6) 2022, where the ipg site was revised and the ipg was explanted and replaced.

Event description:
Additional information received indicates that the patient tested positive for staph infection. Patient is being treated with a four-week course of antibiotics.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. It was determined the patient tested positive for staph infection. The patient was treated with a four-week course of antibiotics. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.